Event description:
During a laparoscopic banding procedure, the valve of the device tore and fell into the pt. The piece was removed. The procedure was completed by suturing through another port. There was no pt consequence.